Event description:
Pt tested blood glucose on suspect device and obtained low blood glucose readings. Suspect device memory states lo, lo and lo. (<40 mg/dl). Paramedics called due to low blood glucose readings. Paramedics tested blood glucose on their device and blood glucose was 495 mg/dl. 1 1/2 hrs later blood glucose 440 mg/dl (lab). Pt received an IV and was admitted to hosp.